Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while prepping a ruby coil to be used in the procedure, the ruby coil introducer sheath became stuck within the hoop retainer. Upon removal, the ruby coil was accidentally unsheathed while the introducer sheath stayed within the hoop. The malfunction with the introducer sheath occurred prior to use and therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.